Manufacturer narrative:
Upon receipt, the leads under complaint were subjected to an extensive analysis. The performance of the leads was scrutinized. Solia s 53, sn: (B)(6): the analysis revealed deformations of the outer conductor coil 16 cm and 48 cm distal to the is-1 connector pin, which most likely resulted from the reported twiddler-"syndrome" confirming the clinical observation. The twiddling of the lead presumably led to the observed change of the impedance and thresholds and sensing amplitude in the implanted state. However, the values of the parameters measured during the electrical analysis were within the technical specifications. Solia s 60 , sn (B)(6): the analysis showed a deformed lead body from 19 cm to 27 cm distal to the is-1 connector pin, which most likely resulted from the reported twiddler-"syndrome" confirming the clinical observation. The twiddling of the lead presumably led to the observed change of the impedance and thresholds and sensing amplitude in the implanted state. However, the values of the parameters measured during the electrical analysis were within the technical specifications. The manufacturing processes for the leads ((B)(6) were re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing processes. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
After an implantation period of approx. 2 months, it was reported that the patient twiddled leads and both were pulled back.